Event description:
It was reported that the vertical column would not move up or down. No patient injury was reported.

Manufacturer narrative:
No evaluation was made by a ge representative. Customer will replace faulty ps3 vertical lift power supply. It is unknown if the system is operating as intended.